Event description:
Lead management case to extract a fractured non-functional lead and an abandoned infected lead. Patient also had severe vegetation on both leads causing intermittent hypotension. The physician began the procedure with a 14fr glidelight and attempted to extract the rv lead; however, it was necessary to upsize to a 16fr glidelight which successfully freed the lead for removal. The physician then began using the 14fr glidelight to extract the ra lead; however, there was no slack in the ra lead and it was imbedded in the svc. This resulted in an svc tear during extraction. Blood infusion was given and a sternotomy was performed. Lead extraction completed and patient rescue was successful.